Event description:
Philips received a complaint from the customer biomedical engineer (bme) reporting the touch position on the v60 ventilator is not aligned. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the bme and confirmed calibration was temporarily successful. The bme reports the touch position drifts after approximately five minutes. The rse advised touchscreen replacement. The customer bme reported the touchscreen was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.